Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture grade IV.

Event description:
Explanting physician reported a capsular contracture (baker grade IV) and a rupture. The device has been removed. This record relates to the left side.